Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an explant procedure on (B)(6) 2024 [related manufacturer reference number: 1627487-2024-11346] two leads were unable to be fully removed, and some fragments were left in place, and the remaining leads were also unable to be explanted. Further surgical intervention may take place to address the issue.